Event description:
As reported, an MRI technician called for medical information and additionally reported an adverse event. On (B)(6) 2005, a patient had an unknown j&j biliary stent placed in an unspecified vessel. On (B)(6) 2006, a patient had a j&j stent placed in an unspecified vessel for an unspecified event. No clarification was obtained. No additional information was obtained, including lot number, medical history, patient information or concomitant medication use. Product is not a cypher stent. Products are j&j biliary stent and the j&j stent with lot# r1005756.

Manufacturer narrative:
Concomitant devices: long genensis on pro 39 x 80 bil 80 - catalog # pg3980bps, lot # r1005756. The catalog code provided (pxxxxx), represents an unknown palmaz stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Complaint conclusion: the device remains implanted in the patient; therefore, it was not available for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Biliary stenting is used to treat obstructions that occur in the bile ducts. Bile is a substance that helps to digest fats and is produced by the liver, secreted through the bile ducts, and stored in the gallbladder. It is released into the small intestine after a fat-containing meal has been eaten. The release of bile is controlled by a muscle called the sphincter of oddi found at the junction of the bile ducts and the small intestine. There are a number of conditions, malignant or benign, that can cause strictures of the bile duct. Pancreatic cancer is the most common malignant cause, followed by cancers of the gallbladder, bile duct, liver, and large intestine. Causes of stent obstruction include tumor ingrowth through the stent, proximal or distal tumor overgrowth, and biliary sludge. Noncancerous causes of bile duct stricture include: injury to the bile ducts during surgery for gallbladder removal (accounting for 80% of nonmalignant strictures); pancreatitis (inflammation of the pancreas); primary sclerosing cholangitis (an inflammation of the bile ducts that may cause pain, jaundice, itching, or other symptoms); gallstones; radiation therapy; and blunt trauma to the abdomen. Based on the very limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. The cause for implanting the second biliary stent is unknown. Without a lot number to conduct a DHR review or films, it is not possible to determine if the reported failure could be confirmed or related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.